Event description:
The customer reported that about 50 ml of lh series cleaner leaked from the coulter lh 500 hematology analyzer. The leak was not contained inside the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.

Manufacturer narrative:
Customer technical support (cts) recorded that the customer had replaced tubing at pinch valve (pv35) to resolve the leak. The field service engineer (fse) found that the peltier module had failed, due to getting wet during leak, and he replaced it to resolve ambient/lyse temperature errors. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).